Event description:
While using the flat wire stone basket, within a patient, the basket disappeared. An exhaustive search was undertaken to determine the location of the basket, however, it was not recovered. There is a chance that the basket retracted within the sheath of the device, however, that cannot be confirmed.